Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Further information is not available.